Event description:
A plcr75b reload device was fired onto tissue and partial stapling was noted.

Manufacturer narrative:
The plcr75b was examined and the shuttle traveled the full distance and all staples were deployed. The root cause could not be determined. Evaluation summary: reload returned fired.